Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml bupivacaine at 0.0250 mg/hr and 0.5 mg/ml dilaudid at 0.00250 mg/hr via an implantable pump for malignant pain. It was reported that the patient's pump site was uncomfortable. It was noted the pump was implanted in the patient's left low back and she felt it moving around. The hcp revised the pocket and implanted the pump deeper and sutured it down with no revision to the catheter or pump. There were no signs or side effects that dealt with targeted drug delivery itself. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.